Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire. The rotawire was received in two pieces and a portion was in the burr catheter. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The advancer unit and burr unit were received detached. The handshake connection was bent. The advancer knob was received loosened in a forward position, which it¿s possible that this caused the handshake to be damaged because the handshake wasn¿t covered by the housing. There were numerous kinks throughout the sheath. The annulus of the burr was damaged and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use. An attempt was made to remove the rotawire from the burr catheter; however, it was unable to be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-jun-2017. Same case as MDR ID: (B)(4) - 2134265-2017-07033. It was reported that the burr was stuck on guidewire. The target lesion was located in the right coronary artery. A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, the doctor performed the draw technique. While checking the speed of the rotalink plus on dynaglide mode, the rotalink plus got stuck to the wire. The device was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed that the wire was broken.